Event description:
Boston scientific received information that during the implant procedure, it took a lot of turns to deploy the helix and after the turns it was unclear if the helix had deployed. During testing, noise and impedance measurements greater than 2000 ohms were noted. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated the lead was discarded and would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.